Event description:
It was reported that a bd 10ml syringe luer-lok¿ tip had filaments in the syringe. The report is as follows, "complaint description: presence of filaments in the syringes unfortunately no sample or picture is available at the moment. Can you please investigate this complaint: review of the batch related documentation of this lot: were there remarks during manufacturing? Did this lot meet the specifications? Were any items rejected during manufacturing because of the observed issue? Do you have preventive measures? Root cause and corrective actions? Which control checks do you perform to check the integrity? Following lots was in use: 8088521 . I would like to know what the cause is of this defect and what the corrective action will be to prevent this from happening in the future. I would like to know if we can be sure that we will receive the good quality in the future. Complaint sample should at least be kept for 5 years. I would like to know what the cause is of this defect and what the corrective action will be to prevent this from happening in the future. I would like to know if we can be sure that we will receive the good quality in the future."

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd 10ml syringe luer-lok¿ tip had filaments in the syringe. The report is as follows, "complaint description: presence of filaments in the syringes unfortunately no sample or picture is available at the moment. Can you please investigate this complaint: review of the batch related documentation of this lot: were there remarks during manufacturing? Did this lot meet the specifications? Were any items rejected during manufacturing because of the observed issue? Do you have preventive measures? Root cause and corrective actions? Which control checks do you perform to check the integrity? Following lots was in use: 8088521 . I would like to know what the cause is of this defect and what the corrective action will be to prevent this from happening in the future. I would like to know if we can be sure that we will receive the good quality in the future. Complaint sample should at least be kept for 5 years. I would like to know what the cause is of this defect and what the corrective action will be to prevent this from happening in the future. I would like to know if we can be sure that we will receive the good quality in the future."